Event description:
Pt with history of osteoarthritis to left knee admitted (B)(6) 2015 for total left knee arthroplasty. After induction of spinal anesthesia, limb was exsanguinated with (B)(6) bandage and re-processed stryker tourniquet inflated to left thigh, during procedure, device failed, we found to have a leak where hose is sealed on to the tourniquet and could not maintain expected adequate tourniquet support. Surgery continued with no harm to the patient.